Event description:
Related to pr (B)(4). It was reported that following the implantation of a sparc sling the patient presented with moderate de novo pelvic pain. The pain was "intermittent perineal pain (left sided) worse with movement." Medication was administered on (B)(6) 2014. Follow-up examination revealed that the pelvic pain was mild as of (B)(6) 2014, with continuation of medication. The event was considered recovering/resolving (ae is improving). There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Corrected data.

Event description:
Additional information received indicated that the resolved/recovered with no sequelae date was (B)(6) 2014. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had additional medication administered. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.